Event description:
Physician attempted to use an protégé everflex during treatment in patients mid common iliac artery. Little tortuosity and moderate calcification were reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. Embolic protection was not used. It was reported that there was issues during deployment and the stent only partial deployed. No intervention was required for removal of the device and was safely removed from the patient. No stent struts were exposed/visible on removal. A replacement protégé everflex was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin tightened. The stent was confirmed from the strain relief, the device was returned with approx. 6mm of the stent exposed, ( the deployment paddles are approximately 44mm apart the device was flushed by both spaces, the flush produced biologics, a 0.035¿ guidewire was unable to advance fully through the device, biologics could be observed in the back leur from flushing the device, the device was loaded into a deployment fixture, and the stent did deploy with a maximum peak force of 3.95lbs. The stent was heavily covered in biologics, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 28mm and 30mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Image analysis the customer returned one image for evaluation. Image 1: this image depicts what appears to be the protégé ef device with a portion of the stent exposed out of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.